Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, users were trying to identify a trend for bad request errors related to user authentication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.